Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, noticed the crack and as it was out of center, it was judged to retain the lens in eye since it would not affect vision. However after surgery, it was noticed that the patient's vision was affected during the post operative follow up process. The iol was exchanged for another lens model following the initial implant procedure. Additional information was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was added in d.4., h.3.,h.6. And h.11. The product was returned for analysis and damage was observed to the intraocular lens. Intraocular lens returned in three segments wrapped in surgical material. Solution is dried on the intraocular lens. Both haptics are intact. The optic has two parallel cuts dividing the intraocular lens in three and is scratched/marked rejectable. The root cause for the reported complaint could not be determined. The product was subject to handling and the reported damage was highlighted post implantation. The returned intraocular lens shows evidence of handling by the customer due to the presence of solution dried on the returned segments. In addition to this, all intraocular lens are percent cosmetically inspected as per approved manufacturing procedures and the observed damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the intraocular lens contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).